Event description:
This lv lead was implanted on (B)(6) 2010 and remains implanted at the time. A call was placed to technical services on 11/14/2016 stating that the lv lead had low impedance less than 200 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).